Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician replaced the brake bearings, stiffener plate and the brake caster to repair the bed.